Event description:
The display was damaged and cloudy for about 6-7 mos. The last time the pt tested their blood glucose was approx 6-7 mos ago. The pt did not experience any symptoms at the time of testing and visited the physician to obtain a blood glucose reading and received a 120 mg/dl. The pt did not receive any treatment. Customer svc was unable to resolve the issue; therefore, sent the pt a replacement meter.